Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a ski irritation. Patient described an open irritation under the front therapy electrode, and cords dig into skin. Patient received larger garments. There was no alleged device malfunction contributing to the irritation. Patient reported that a nurse advised to apply hydrocortisone cream. Follow up indicated that the cream is helping with the skin irritation.